Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, broken battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump has a crack on the battery compartment. Customer's blood glucose was unknown at the time of the incident. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction and agreed to return the device for analysis. The device has been returned for analysis.